Manufacturer narrative:
(B)(4). Evaluation: results - (root cause of event is unable to be determined due to limited information provided). Conclusions: no conclusion can be drawn (root cause of event is unable to be determined due to limited information provided). Evaluation summary: the device was returned to the mfg facility for eval. The stent was positioned on the balloon between marker bands as per spec. The 4th, 5th and 6th proximal stent segments were partially deformed and misaligned. The distal tip was slightly flared. The balloon folds on the proximal pillow were partially opened and disturbed. The guide wire entry port, distal outer and inner shafts were severly torn with a chatter mark effect 25.0mm distally along the shaft. Negative pressure applied to the device confirmed the presence of a leak from the damaged section of the guidewire entry port and distal shaft.

Event description:
The physician intended to use a 3.0 mm diameter x 15 mm length integrity rapid exchange (rx) coronary stent to treat a pt. It was reported that the balloon of the device failed to inflate. The device was removed from the pt and no clinical sequelae were reported. The device was returned to the mfg facility and the presence of a leak was confirmed in the distal shaft.